Event description:
Boston scientific crm received info that prior to discharge, it aws noted this right ventricular lead was dislodged. The lead was repositioned and remains in service. There were no adverse pt effects reported.